Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had no sensation of stimulation since falling a few months ago, the patient had increased urge urinary incontinence symptoms during that time and increased leakage over the past 3-4 months. It was noted event was possibility related to the device or therapy and was not related to the implant procedure. It was noted the most recent interrogation prior to the event was (B)(6) 2017. The patient reported they had worsening urge urinary incontinence symptoms at an office visit on (B)(6) 2018. The hcp noted the device was reprogrammed on (B)(6) 2018 and the handheld device batteries were replaced. The hcp noted the clinical diagnosis was change in efficacy. The hcp stated the event was resolved on (B)(6) 2018. The hcp noted at 1.0 amp, impedances were greater than 4000 ohms for leads 0 & 3, 1 & 3, and 2 & 3. The hcp noted the impedances greater than 4000 ohms were related to the device or therapy and not related to the implant procedure. The hcp stated there was high impedance found on 0 & 3, 1 & 3, and 2 & 3 at 1 amp on (B)(6) 2018. It was noted the impedance was rechecked at 1.2 v and all combinations were less than 4000 and the event was resolved without sequelae on (B)(6) 2018. The hcp noted high impedance was noted at the time of query or change of efficacy after a fall. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that it was unknown how the device/system was impacted by the patient falling. No further complications were reported/anticipated.